Event description:
Additional information received identified the patient's scs ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her scs ipg and external devices after not charging to full for almost 2 months. It was also reported that prior to this issue, the patient experienced difficulty charging after the pocket site was relocated (reference MFR. Report: 1627487-2014-15614). An sjm representative confirmed the scs ipg was inoperable using additional external devices. As a result, surgical intervention will be taken at a later date to address the issue.